Manufacturer narrative:
This is a duplicate report and was fully reported on 3013756811-2025-232587.

Event description:
It was reported that the wake button was not working. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.